Manufacturer narrative:
Concomitant product(s): d314trg ICD, implanted: (B)(6) 2012. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular epicardial lead had high thresholds, intermittent capture and rising impedance that is now high. The lead was capped and replaced. No patient complications have been reported as a result of this event.